Manufacturer narrative:
One (1) used mc33450 7" (18 cm) appx 0.43 ml, pressure infusion (400psig) ext set w/microclave¿ clear, rotating luer lot#3920631 and one (1) used redcap with list and lot# unknown were received for evaluation on april 17, 2019. The device was returned with the red dead-end luer cap on the female luer of the mircoclave and when the cap was removed the seal was stuck down. The red dead-end luer cap is an incompatible mating device. Subsequent disassembly revealed a seal puncture and spike damage typical of access with an incompatible mating device(s). The probable cause of the microclave seal stick down and subsequent leakage is access with a dead end luer cap during use. The microclave dfu states: do not use needles, blunt cannulas or luer caps on connectors. A device history review for lot#3920631 and relevant commodities were reviewed and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation. It is yet to be received. Concomitant products: covidien monoject tube holder (item number 8881225216), carefusion maxguard extension set with two needleless y-sites (item number mx9178), covidien vacutainer (unknown item number).

Event description:
The event involves a customer report of pressure infusion (400psig) ext set w/microclave® clear that had blood flowing out of it. It was reported an intravenous (IV) line was started on a patient, blood was drawn from the IV hub using a covidien vacutainer, then the extension set was connected to the IV hub and fluids started. The patient was later disconnected to use the bathroom, and the device was covered with a green cap. It was reported that blood started flowing out of the extension set nonstop. The device was replaced. There was patient involvement, but no adverse event or delay in critical therapy.